Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), the device was implanted into the mid-septal position of the right ventricle. A tug test was performed with good contact observed. After the delivery tool was flushed, and the tether was flossed and cut, withdraw of the tether caused the device to dislodge and float into the pulmonary artery. The delivery system was then removed, and a snare used to capture and extract the device. A new leadless implantable pulse generator (ipg) system was used to successfully complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.